Event description:
It was reported that during a ptca / stenting treatment procedure involving a calcified and 90% stenotic lesion in a tortuous lad coronary artery, the nir elite balloon was suspected to have ruptured at 6 atm's on the initial inflation. The patient was asymptomatic during this event. A terumo introducer sheath (size unknown), a 0.014" choice pt guidewire, a mach 1 guide catheter (size unknown) and a namic inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'.